Manufacturer narrative:
Date of event was approximated to (B)(6) 2020, implant date, as no event date was reported. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. This event was reported by the patient's legal representation. The implant surgeon is: (B)(6). (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this manufacturer report pertains to the second of two devices implanted during different procedures. It was reported to boston scientific corporation that the patient was initially implanted with an upsylon y-mesh device on (B)(6) 2017. The patient had complications of mesh erosion and stress urinary incontinence. The second device, solyx sis system, was then implanted during a robotic complete excision of sacral colpopexy mesh + cystocele repair + rectocele repair + solyx bladder sling + cystoscopy procedure performed on (B)(6) 2020. As reported by the patient's attorney, the patient experienced an unknown injury.

Manufacturer narrative:
Block b3 date of event: date of event was approximated to (B)(6) 2020, implant date, as no event date was reported. Blocks d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block e1: this event was reported by the patient's legal representation. The implant surgeon is: (B)(6) hospital. Block h6: patient code e2401 captures the reportable event of unknown injury. Impact code f12 has been used in the light of this patient had filed a legal claim for an unspecified personal injury related to the device. Block h10: the complaint device is not expected to be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. Block h11: block a2 has been updated from (B)(6) 1980, to (B)(6) 1960. Block e1 has been updated with the initial reporter information.

Event description:
Note: this manufacturer report pertains to the second of two devices implanted during different procedures. It was reported to boston scientific corporation that the patient was initially implanted with an upsylon y-mesh device on (B)(6) 2017. The patient had complications of mesh erosion and stress urinary incontinence. The second device, solyx sis system, was then implanted during a robotic complete excision of sacral colpopexy mesh + cystocele repair + rectocele repair + solyx bladder sling + cystoscopy procedure performed on (B)(6) 2020. As reported by the patient's attorney, the patient experienced an unknown injury.